Event description:
It was reported that the buttons were not responding on the customer's insulin pump and the reservoir compartment was cracked. It was advised that the customer discontinue use of the pump and revert to a back-up plan. The patient's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Insulin pump had a broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on display window, cracked case at display window corner and missing end cap sticker.